Manufacturer narrative:
Additional information: section d.6b. Advanced bionics considers the investigation into this reportable event as closed. The recipient has reportedly been lost to follow up. No further details will be provided. This is the final report. Disclaimer: advanced bionics does not intend that this report be any admission of liability, fault or product defect.

Manufacturer narrative:
The recipient's infection has reportedly resolved and is not believed to be device related. The recipient's device has reported migrated. The recipient was advised to cease device use. Revision surgery is under consideration. Disclaimer: advanced bionics does not intend that this report be any admission of liability, fault or product defect.

Manufacturer narrative:
Disclaimer: advanced bionics does not intend that this report be any admission of liability, fault or product defect.

Event description:
The recipient is reportedly experiencing a skin flap infection. The recipient was prescribed antibiotics (type unknown); however, the recipient was unable to take the prescription due to an allergy. The recipient was reportedly hospitalized and treated with intro venous (IV) antibiotics (type unknown) and doxycycline. The recipient was reportedly advised to cease device use. The external magnet was exchanged.

Manufacturer narrative:
The recipient is reportedly unable to use the device. Disclaimer: advanced bionics does not intend that this report be any admission of liability, fault or product defect.